Manufacturer narrative:
(B)(4). The insulin pump was received with all buttons responding properly and passed the displacement test and keypad voltage test however, the insulin pump alarmed insulin pump error during the self test and insulin pump error alarm is found in the downloaded history file due to broken trace at pin on the keypad assembly. The insulin pump was also received with stained keypad overlay, broken belt clip rails, scratched case and pillowing keypad overlay.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly and keys are not responding. Keypad buttons are responding. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.